Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device was effecting the handpiece and the handpiece was not working correctly. The torque of the device seemed to be a little low. There were no adverse patient consequences.